Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient was not happy with their vision. The iol was exchanged for another lens three weeks following the initial implant procedure.

Manufacturer narrative:
Product evaluation: the lens was returned inside a specimen cup with the lens case base only. Solution is dried on the lens. One haptic is broken in the distal area (returned). The optic is cut in half, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. The root cause for the reported patient dissatisfaction could not be determined. The specific issue with the lens was not provided. A malfunction has not been indicated. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the 14.0 diopter (2.25cyl) add power lens model was replaced with a (2.25cyl), 15.0 diopter lens model. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).